Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reen1378 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the protector of the ultrasound probe inside the kit was damaged. After the ultrasound probe coated with coupling agent was covered with the protector, coupling agent overflowed.